Manufacturer narrative:
(B)(4). Implant date: unknown date in 1992. Concomitant medical products: unknown agc femoral, unknown agc bearing. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure due to pain, polyethylene wear and possible metal on metal. Attempts have been made and additional information on the reported event is unavailable.